Manufacturer narrative:
(B)(6)

Event description:
It was reported that the second t did not trigger.

Manufacturer narrative:
Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.